Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ saf-t-intima w/y adapter bl 22ga x .75in had the hub exploded during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8025673. Bd engineers have noted a trend for a defective catheter occurring in this lot of saf-t-intima. Additionally , according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspection. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The reported hub defective was not confirmed according with the provided information by customer. We cannot determinate exactly the root cause of the reported defect, no sample or photo was available for evaluation which is essential to perform the investigation. This product is functionally tested by qa tech in final assembly, qa performed leak test to assure that the connections of the product meet with acceptance criteria. However, we reviewed the DHR found a failure mode (adapter broken), this defect is related with the new mold 456 sti y adapters since the injection point (gate location) changed in this component near the tip of the adapter. Pfmea¿s 4797 and p-eura rm5942 was reviewed and process controls are very likely to detect the failure modes. Hub defective: based on customer description and without sample or photo provided for evaluation, we cannot determinate exactly root cause of this issue.

Event description:
It was reported that bd¿ saf-t-intima w/y adapter bl 22ga x .75in had the hub exploded during use.

Manufacturer narrative:
Correction: date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: 10/29/2018.

Event description:
It was reported that bd¿ saf-t-intima w/y adapter bl 22ga x .75in had the hub exploded during use.